Event description:
It was reported that the left monitor on the 9900 system had no image on it. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable, snubber board, and the high voltage regulator were replaced during the service call. The system was tested and found to be working as intended and put back into service. (B) (4).